Manufacturer narrative:
(B)(4). The customer performed the device eval and ordered a replacement ECG out / ac mains cable. A replacement ECG out / ac mains cable was ordered. The device remains at the customer site. Philips concluded that this was a malfunction of the ECG out / ac mains cable.

Event description:
The customer reported that the input cable was faulty. There was no report of pt involvement or pt impact.